Event description:
The customer reported being hospitalized due to diabetes ketoacidosis, infection, and vomiting. The blood glucose reading was 400mg/dl. The customer stated that a hole in the infusion set tubing was found while staying at the hospital, but she no longer has the infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.